Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error: per tandem¿s user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 226 mg/dl. During troubleshooting with tandem technical support (cts) it was discovered the customer was using cold insulin within the cartridge. Reportedly, the customer changed pump supplies to address the issue.